Event description:
A patient with a history of chronic back pain, microdiscectomy and nerve ablation underwent anaesthetic discography with the kyphon functional anaesthetic discography (f.a.d.) Catheter system. The f.a.d. Procedure was performed at l3-4 and l4-5 without problem. During advancement of the catheter at l5-s1, the physician met with resistance. On fluoroscopy, the tip of the catheter did not appear to be aligned with the guidewire. The guidewire was removed easily, however, the distal tip remained inside the disc. A post procedure CT scan showed the tip of the guidewire inside the disc and protruding out of the disc into the right neural foramen. The patient was discharged the same day without any clinical sequelee. In april, 2006, during follow up, the patient noted new right leg and buttock pain consistent with thte l5 dermatome. The physician is unclear whether this is due to the procedure or the guidewire.